Event description:
It was reported that the patient was admitted emergently. A 3.0 x 15 mm xience xpedition stent was placed in the left anterior descending artery (lad). The physician then noted a lesion distal to the 3.0 x 15 mm xpedition stent and implanted a 2nd unspecified stent at this new distal lesion. It was then felt that additional stenting was needed in the lad between the two newly implanted stents. The physician attempted to advance the 2.5 x 38 mm xience xpedition stent delivery system across the first stent; however, the device was unable to cross. The physician used aggressive force and the guide catheter kept moving out of position. The distal tip of the sds, with the balloon and stent, snapped off in the area of the aorta, left main and ostial lad artery. Several attempts were made to retrieve the separated segment; however, the snare attempts were unsuccessful. The guide catheter moved back, out of position, and the wire access was lost. The vessel was then re-wired. A balloon dilatation catheter was able to be inflated at the site and the separated segment was crushed to the vessel wall. At that time, the physician completed the procedure. During the procedure, the patient coded and resuscitation attempts were made. The patient condition continued to decline and the patient expired on (B)(6) 2014. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide catheter: 7 french cls 3.5; stent: xience xpedition 3.0x15mm. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. The reported patient effect of death is a known observed and potential patient effect as listed in the xience xpedition, xience xpedition sv, and xience xpedtion ll everolimus eluting coronary stent system instructions for use (IFU). Based on the reviewed information, no product deficiency was identified.